Event description:
The account stated that a patient sample was run on the architect c8000 analyzer and a (B)(4) of 135 mmil/l was generated. The sample was repeated with erratic results of 114, 114, 117, 132, and 134 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: replacement of ict module. Customer service and support (css) instructed the customer to change the ict module. The customer changed the ict module which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.